Event description:
Worker at an elderly care center contacted dexcom technical support on (B)(6) 2011 to report that pt's daughter had found her father unresponsive. She administered glucagon to her father then called the paramedics. The paramedics measured pt bg at 74 mg/dl while his cgm was reading 130 mg/dl. Pt declined to go to the hospital and instead preferred to eat and drink juice in order to raise his bg. Later during the day, worker at elderly care center checked on pt and verified his bg/cgm to be 260/230 mg/dl. During a follow-up call, dexcom technical support documented that a dexcom clinical educator had met with the pt and had found that pt's cgm alarms had been tampered with and were turned-off during his episode.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.